Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: can you clarify if this is regarding one patient and multiple procedures? --one patient please provide the following information for each patient event: the patient demographic info: gender, age, weight, bmi at the time of index procedure --female, 54 what was the name of the procedure? --excision of spinal cord lesions + repair of cerebrospinal fluid incision leakage + decompression of spinal canal + spinal canal plasty. What was the date of the initial procedure? --2019.5.24 what tissue layer was the silk suture used on? --unk what is meant by "poor wound healing"? --the healing of the wound is poor. What was the indication for the second procedure? --the wound was repeatedly exuded with redness and swelling of the surrounding skin. No improvement after drug treatment. What suture was used in the second procedure? --unk. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? --unk. What date did the patient present with symptoms of poor healing (# of days post-op)? --unk what was the appearance of the suture during the second procedure? --unk was any cultures performed? If so, what were the results? --unk other relevant patient history/concomitant medications --unk if applicable, will product be returned, return date, tracking information? --unk what is physician¿s opinion as to the etiology of or contributing factors to this event? --poor wound healing with infection due to rejection of surgical suture tissue. What is the patient¿s current status? --unk

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you clarify if this is regarding one patient and multiple procedures? The patient demographic info: gender, age, weight, bmi at the time of index procedure what was the name of the procedure? What was the date of the initial procedure? What tissue layer was the silk suture used on? Can you explain ¿repair of cerebrospinal fluid incision leakage¿? What is meant by "poor wound healing"? What was the indication for the second procedure? What suture was used in the second procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What date did the patient present with symptoms of poor healing (# of days post-op)? What was the appearance of the suture during the second procedure? Was any cultures performed? If so, what were the results? Other relevant patient history/concomitant medications if applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent excision of spinal cord lesions, repairing of cerebrospinal fluid incision leakage, decompression of spinal canal and spinal canal plasty procedure on an unknown date and suture was used. The patient experienced exudation from the wound repeatedly and redness on the incision site. There was no improvement after multiple anti-infective drugs were given and repeated positive dressing change. The surgeon suspected that the poor wound healing might be caused by rejection of the suture. A second procedure was performed on an unknown date and the suture was removed. The patients condition changed for the better. Additional information has been requested.